Manufacturer narrative:
No similar complaints were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vicmo13.2 implantable collamer lens, -8.00 diopter, in the patient's left eye on (B)(6) 2017. The lens was explanted on (B)(6) 2017 in the same surgery due to lens tear during injection. The lens was exchanged with another lens of similar model and this resolved the problem. The patient's post-op best-corrected visual acuity was 20/20 and uncorrected visual acuity was 20/20.

Manufacturer narrative:
Device evaluation: product evaluation found lens returned in a micro centrifuge vial with some moisture on the lens. Visual inspection found optic torn and a missing piece of haptic. (B)(4).